Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced the ise tubing, refilled reference electrode solution, cleaned reference block and wiped of excess residue from the mixer bar which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient sample.